Manufacturer narrative:
During the investigation to determine how our automated selection system allowed expired product to be shipped, quality control staff found that the order receipt and reports generated for sterile product to ship were not synchronized correctly. This disconnect occurred due to inaccurate system data entry by purchasing personnel. This error has resulted in the corrective action of retraining all employees responsible for the data entry. Qualified quality personnel are charged to verify the effectiveness of this action.

Event description:
After a procedure, it was noticed that the laparotomy sponges had been used past their expiration date. The expired sponges had been used for two days prior to noticing the date of expiration. The facility had received a total of thirteen cases of expired product from a distributor of the MFR's device. All remaining expired laparotomy sponges were thrown out. There were no known adverse effects due to use of the expired product at this time.